Event description:
The customer reported a dead spot in the middle of the display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a dead spot in the middle of the display. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The display was not readable. The display assembly was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to the customer.